Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer reports there is a leak at the extension on the catheter. The catheter was cracked and leaking on venous port near end cap. The catheter was replaced.